Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer.